Event description:
The driver shaft kept coming out of the drive handle when surgeon was using it. Nurse said that driver didn't seem to "click in" to handle like other shafts did. Have given them a replacement to put in the kit and they will return faulty one to us once it has been decontaminated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.